Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. The 510k# unknown: device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: DHR review could not be conducted due the insufficient information¿s. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the tip of the drill bit broke. Nothing abnormal reported about patient. No delay in surgery. This complaint is for 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. These dates were incorrectly reported as mar 15, 2018. The correct date is mar 09, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that all pieces were retrieved. Additionally, this drill bit has not been replaced in over two years.